Event description:
Patient called lfs in 08/2003 alleging the meter would not power on. The patient reported no high or low blood glucose symptoms while attempting to test. The patient did not received medical intervention, only the routine treatment by the home health nurse. The issue was not resolved with troubleshooting. No further information has been reported.